Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the kit was returned in an opened condition and several components, including pump and cement reservoir, were outside their sterile packaging. No cosmetic defects were observed on the surface of the returned devices. The cement reservoir contained hardened cement and the pump was filled with water. Both cement reservoir and pump were returned in an assembled condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed turning the handle of the pump clockwise and it revealed there was water leaking from the connection to the cement reservoir. Later the pump was re-assembled to the cement reservoir and a second functional test was attempted. This time water did not leak from the device. It is possible the device ware incorrectly assembled during use, causing the observed water leak. The complaint condition was replicated. Confidence spinal cement system surgical technique was reviewed, and the following relevant statements was found at page 10: connect the hydraulic pump flexible tube to the cement reservoir cap by pushing and snapping the quick connect assembly onto the cement reservoir cap. If the quick connect will not attach to the reservoir cap, rotate the handle of the hydraulic pump counterclockwise to relieve some pressure. This will allow the connector to attach to the reservoir cap. The overall complaint was confirmed as the observed condition of the confidence spinal cmt sys, 11c would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part:283910000 lot:403872 manufacturing site: depuy spine supplier: na release to warehouse date: 26 jun 2024 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there were no problems when confidence started soaking the cement. All actions were completed within about 1 minute. The doctor from hospital started pouring cement for the patient. There was no time delay in the process. After rotating the pump a few times during the cement filling process, water began to seep from the bottle cap, causing the bone mud to be unable to advance. Checked again, and it was confirmed that the bottle and the cap were tightened. There were no operational problems. After evaluation by the sales representative and the hcp, a new pack was urgently opened and used to complete the operation. The operation was delayed by approximately 10 minutes (including fetching the goods, unpacking, preparing, and assembling). The procedure was successfully completed with no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.